Event description:
In 2008 abbott became aware of the following event. About 3 months prior, the pt underwent a traditional l5-s1 procedure. The pt is in a postmarketed study. On an unk date, the pt experienced low back pain. The low back pain had not resolved. There is no plan for revision surgery. The reporting physician believed that the low back pain is not related to the pedicle screw system.

Manufacturer narrative:
No device will be returned. The event was documented as a result of a postmarketed study. Investigation pending.